Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing circuit module was recommended for replacement to correct the reported fault.

Event description:
The hospital reported that during the pre-use checkout the unit alarmed 'invalid circuit module'. There was no report of patient involvement.